Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a treatment procedure, a guide wire tip detachment occurred. The 185cm kinetix guide wire was chosen for the procedure. The wire was being shaped at the back table, outside the patient, when the tip broke off. No patient complications were reported and the patient's status is fine. Additional information has been requested and is not available.